Event description:
The pt had two scs extensions implanted with the same lot number. It was reported (B)(6) the pt had an infection at the scs extension site. The pt's scs extension was removed and the pt was treated with IV antibiotics and cultures were taken. The pt feels good and will be reimplanted at a future date.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.